Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Device passed displacement test and self test properly. Adjusted the brightness option 1-5 and verified brightness adjusted accordingly. No back light anomaly noted during testing. Device also received with faded serial number label, cracked reservoir tube lip, cracked keypad at select button and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump brightness was not working right. Customer was performed self test and it did not passed. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.